Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device after a coronary diagnostic procedure. Reportedly, there was difficulty splitting the sheath outside of the patient's anatomy. The patient had pain during sheath splitting inside the patient's anatomy and during clip deployment. The patient experienced pain for approximately 10 minutes after device deployment. Hemostasis was achieved by the clip. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method; device use against resistance. Per the instructions for use: do not advance the thumb advancer against resistance. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. Date of birth, reportedly patient was born in (B)(6), exact date was not provided. Date is an estimate date and entered as (B)(6).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, there was difficulty splitting the sheath. The starclose se instructions for use states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.